Event description:
Pt had history of left atrial clots at time of the valve implant. Postoperative course was uneventful. Due to a suspicion of thrombus on the valve in august, streptokinase was administered. The pt's condition rapidly deteriorated, and the pt expired. Postmortem revealed thrombus on the atrial aspect of the prosthetic valve.

Manufacturer narrative:
Device not returned. The valve's device history record was examined to ensure that each manfuacturing and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with co's specifications. Each operation for the manufacturing and inpsection of this valve was followed by the appropriate signature and date. Results of this investigation remain inconclusive due to the fact co has not received the valve for testing or additional info which may have aided in the evaluation of this case. Should the valve be returned for testing, this file shall be re-opened for further investigation.